Event description:
It was reported that the trailing haptic was stuck between the cartridge tip and the rod during implantation of a preloaded monofocal intraocular lens (iol). The surgeon explanted the lens in pieces after cutting the trailing haptic and the lens that was inside the eye. A new lens was implanted without any problems. No additional intervention was required outside of standard of care. The patient was reported as fully recovered. No product serial number is available and there is no material available for return. No further information was provided.

Manufacturer narrative:
Section a2, a4 and a5: per regulation EU 2016/679 (general data protection regulation), patient identifiers were not collected or recorded and therefore are not available. Section d4 - model number: a complete number is unknown, as product serial number was not provided. Section d4 - catalog number: a complete number is unknown, as product serial number was not provided. Section d6a: if implanted, give date: not applicable, as lens was removed during the same procedure. Section d6b: if explanted, give date: not applicable, as lens was removed during the same procedure. Section e1 - (B)(6). Section h4 - device manufacture date: unknown, as product serial number was not provided. Section h3 - other (81): the intraocular lens (iol) was not returned for evaluation as it was discarded. Therefore, a failure analysis of the complaint device could not be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review and possible product return and evaluation, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain the missing information. However, to date, no response has been received. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.